Manufacturer narrative:
H3/h6 - the returned probe was tested and no issues were detected, as the probe functioned as intended, returning good geometry / divot error readings and normal tracking. No apparent physical damage noticed. Codes b01, c19, d15 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system. It was reported that the instrument's response was poor and deformation was suspected. There was no impact to patient's outcome. The procedure was completed by using navigation and imaging. Additional information was received stating that it was a tracking issue. It was noted that there were times that the instrument could not be recognized when it was being used.

Manufacturer narrative:
H3) the probe was returned for investigation and is currently under analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.